Manufacturer narrative:
(B)(4). Evaluation summary: the stopcock was returned with no damage noted to the stopcock. Functional testing confirmed the reported leak in the stopcock. A review of the complaint handling database found no other incidents related to leaks for this lot. As part of the investigation, a review of the lot history record for the reported lot was performed and revealed no nonconforming material records that would have contributed to the reported complaint. Based on an expanded investigation, a product issue related to leaks for vendor lot-specific stopcock body molds was identified. Further assessment of this issue per site operating procedures is being performed and appropriate corrective and preventive actions will be implemented accordingly.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during preparation, and outside of the patient body, the physician injected saline into the three-way stopcock using a syringe, and leakage of saline was seen from the bottom of white parts of the three-way stopcock. There was no device connected to the stopcock, as the physician was only checking for leakage. The three-way stopcock was replaced with a new non-abbott stopcock, and the procedure was completed without issue. There was no patient involvement and no clinically significant delay in the procedure. No additional information was reported.